Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's daughter is calling on behalf of the customer the customer is concerned with tests results from results obtained of 204, 208 and 209 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 269 and 292mg/dl. The test strip lot manufacturer's expiration date is 08/26/2016 and open vial date is 08/26/2016. The meter memory was reviewed for previous test result history: the 209mg/dl (B)(6) 2016 06:51 am fasting: yes, the 208mg/dl (B)(6) 2016 06:49 am fasting: yes, the 204mg/dl (B)(6) 2016 05:01 pm fasting: yes, the 176mg/dl (B)(6) 2016 07:52 am fasting: yes, the 105mg/dl (B)(6) 2016 08:39 pm fasting: yes. The customer's daughter verified that the time and date is correct and that the customer has not had any recent changes to lifestyle.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's daughter is calling on behalf of the customer the customer is concerned with tests results from results obtained of 204, 208 and 209 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 269 and 292 mg/dl. The test strip lot manufacturer's expiration date is 08/26/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer's daughter verified that the time and date is correct and that the customer has not had any recent changes to lifestyle.